Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used in pulmonary vessel during a laparoscopic pulmonary resection, the firing was completed without any problems but the jaws could not be opened. The device locked on the tissue. The knife returned to its roots but the jaws could not be opened. The power reset did not respond so the adapter was removed from the handle then the emergency rod was used and the jaws opened. It was stated that there was no major bleeding and the operation was complete without any problem. There was no patient injury.